Event description:
It was reported by the patient that they sometimes experience a shock sensation around 4am, and inquired if this could be related to remote followup transmission. No further patient complications have been reported as a result of this event. Instruments retro review.

Manufacturer narrative:
Concomitant products: 6947-65 lead: implanted: (B)(6) 2009, d224drg ICD: implanted (B)(6) 2009. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).